Manufacturer narrative:
(B)(4). This complaint for check patient line alarm and air in line was not confirmed. The cause of the air is unknown; therefore air in patient line was not confirmed. The root cause of the alarm is kinked patient line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during drain 1 of 4, the home patient (hp)'s nurse revealed that there was a large bubble in the patient line. The technical service representative (tsr) recommended that the nurse end therapy and start over with new supplies. The tsr then walked the nurse through ending therapy early procedure. The nurse ended therapy and would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse, it was revealed that when she arrived there was no air in the line. The nurse stated that the issue seemed to be caused by the patient line being caught in a drawer. The nurse disconnected the hp, removed the line from the drawer, reprimed the line, and then reconnected the patient in order to resume therapy successfully. The pd nurse stated that she had corrected the issue because the line was pinched in the drawer from the nurse on the floor prior to her arrival in the department. No patient injury or medical intervention was reported.